Event description:
After post-dilatation of the precise stent that was placed in the carotid artery, blood flow stopped. Suction was carried out with a suction catheter, and the blood flow recovered. The pt was a male. The target lesion was carotid artery (no further detail is provided). There is no info regarding the target characteristics. The pt was anti-coagulated, but the medications given are unk. There was no difficulty accessing the lesion and positioning the angioguard filter basket in the vessel. It is unk if the lesion was pre-dilated. There was no difficulty placing the stent in the lesion. It is unk what balloon was used for post-dilation. The physician believes that debris from the lesion had clogged the filter and caused the blood flow stoppage. The debris was suctioned. The lesion was successfully treated and there was no neurological symptoms noted to the pt. The pt is in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.